Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side pain, rupture, "two right side cysts", and "excessive calcified lymph nodes under armpits". Patient additionally reported a calcified lymph node on the lung, unrelated to the device. Device remains implanted.